Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the interface (umbilical) cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect umbilical cable has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the interface (umbilical) cable was damaged. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The interface cable for the imaging system was returned to the manufacturer for analysis. Analysis found cable passes gbit/100t/continuity/system functionality tests, but fails visual inspection. The cable shows signs of scuffs and discoloration.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.